Manufacturer narrative:
Date of event: exact date unknown, event date occurred a long time ago, the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: 184224. Product family: scs-linear leads, upn: m365sc2218300, model: sc-2218-30, serial: (B)(4), batch: 223838.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.